Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a pt, the device was unable to discharge via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the pt, however, the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.